Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) procedure on an unknown date and barbed suture was used. During the procedure, it was reported by a sales rep that, during total knee arthroplasty, the suture broke when the knee was bent after suturing. The product was used on the dermis. This issue occurred during use. It was not a control release needle. Additional suture was performed to complete the case. No sample will be returned. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what action was taken when the issue occcured?unk if re-suture/re-closure was performed:unk was re-suturing performed during the same procedure?unk was reoperation necessary to remove the suture and re-close the wound?unk please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq),(B)(6) after completion of suturing, the knee was flexed and extended in the operating room, and approximately four stitches broke. The remaining sutures were removed during surgery, and the wound was re-sutured using another suture material to complete the procedure. The doctor commented that this was not considered a product defect and will continue to evaluate their own technique and usage. The doctor remained calm and showed no emotional disturbance. The patient has had an uneventful course and is recovering normally without any issues. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.